Event description:
During preventative maintenance of the device, the central control monitor of the heart lung console had a flickering appearance. The technician installed an alternate device. Since the event took place during preventative maintenance, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.